Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis test revealed nitrogen above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The device passed the tests performed. This is the final report.

Event description:
The recipient's family reportedly elected for revision surgery due to medical reasons not related to the device. The recipient's device was explanted. The recipient was not reimplanted. The recipient's site is healed.